Event description:
The hospital reported that during preparation for a endoscopic vein harvesting procedure, the hemopro 2 heater wire was displaced on the jaws upon opening the package. There was no patient contact and the hospital did not report any patient effects. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).